Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. However, the patient's anatomy was tortuous and the lead became fractured during insertion. The procedure was abandoned and rescheduled. No adverse patient effects were reported. The attempted lead was discarded due to contamination and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.